Manufacturer narrative:
(B)(4). Concomitant medical products: item #: 00801802801, femoral head, lot #: 62330779. Item #:00875800928, constrained liner, lot #: 62416582. Item #: unknown, unknown cup, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00239 head, 0001822565 - 2020 - 01495 liner. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. X-rays were provided and reviewed by a hcp. There is dislocation of the left hip arthroplasty. There is no fracture. An area of focal lucency is present in femoral gruen zone 1 consistent with osteolysis. The abduction angle, approximately 48 degrees, is at the upper limit of normal but no other finding contributing to dislocation is present. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It has been reported the patient underwent hip arthroplasty. The patient was revised due to dislocation six years later. Patient was revised with a natural liner and a ceramic head. No additional information is available.